Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed. Further information from the reporter regarding event, product, and/or patient details has been requested. No additional information is available at this time.

Event description:
User facility representative reported pump was set for "105 ml infusion over 46 hours". Patient indicated they got an "upstream occlusion alert" 35 ml into the infusion. "After it was cleared the vtbi was now 3000ml". "The nurse confirmed this was the number on the pump for a vtbi when [they] got the pump back". Patient got an invalid infusion parameter message when they tried to restart the infusion. The event was resolved by the patient going into the clinic and having a new infusion set on the pump. Device operator was a nurse. Medication being infused was 5fu. There was no patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.